Manufacturer narrative:
Unit received a33 alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to a33 alarm. However, unit passed rewind test and displacement test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.